Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. An ambicor penile prosthesis(app) was implanted. A patient outcome was not reported.